Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 10ml distilled water was used for inflation after the catheter insertion. The balloon burst one night later, which caused pain in the patient's belly.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. 1 actual sample was returned for investigation. Based on the complaint description, it was reported that the balloon was burst. Visual examination was conducted on the returned catheter and no sign of material degradation or abnormalities was observed. Further investigation was conducted by reviewing the balloon part under high magnification lens {dino lite) with 5ox magnification on the actual sample , there were scratch marks observed on the balloon surface of the sample near the burst area. The presence of scratch marks may occur due to several reasons such as in contact with sharp or pointed object during handling that render the balloon to burst. Besides that, balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Other remarks: in our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed object leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
It was reported that 10ml distilled water was used for inflation after the catheter insertion. The balloon burst one night later, which caused pain in the patient's belly.